Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the fiber was broken at the midpoint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that laser fiber broke in half while using during a lazer lithotripsy procedure. The procedure was completed with a similar device. There were no reports of harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The probable cause of the fiber breaking could not be definitively determined. Per soltive laser system IFU: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." P11. Olympus will continue to monitor the field performance of this device. This report is being supplemented to provide additional information obtained from the customer and completion of investigation. Please see updates to h4, h6 and h10.